Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a biolox option, head, m 28/0, taper 12/14 on an unknown date. While putting shoes on in the car, the head dislocated/levered out of the constrained liner. The patient underwent a revision surgery due to dislocation on (B)(6) 2016. (Same patient is treated in (B)(6).

Manufacturer narrative:
Additional information was received on (B)(6) 2016 and added to this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Manufacturer narrative:
Investigation results were made available. Update: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Trend analysis: no trend was identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: it was reported that the patient had a trilogy constrained liner in situ. The patient disobeyed the surgeons instructions and put her hip into deep flexion, internal rotation and adduction and dislocated/levered the 28mm head out of the constrained liner while putting shoes on in the car. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging due to user error - joint laxity. - not possible: the event description describes that the patient disobeyed the surgeons instructions and put her hip into deep flexion, internal rotation and adduction and dislocated/levered the 28mm head out of the constrained liner while putting shoes on in the car. Hazard related to the use of the medical device / hazard arising from functional failure, maintenance, aging due to inadequate locking strength of head/adapter and/or adapter/stem taper junctions and/or for heads/constrained liners/cup due to head and/or adapter and/or liner/cup design (taper angles, material, surface finish, tolerances, etc.) - not possible: the patient disobeyed the surgeons instructions and put her hip into deep flexion, internal rotation and adduction and dislocated/levered the 28mm head out of the constrained liner while putting shoes on in the car. Inadequate rom due to impingement (component to bone or component to component) due to head and/or adapter design (short-term manifestation of harm) - possible: the patient disobeyed the surgeons instructions and put her hip into deep flexion, internal rotation and adduction and dislocated/levered the 28mm head out of the constrained liner while putting shoes on in the car. Conclusion summary: the patient disobeyed the surgeons instructions and put her hip into deep flexion, internal rotation and adduction and dislocated/levered the 28mm head out of the constrained liner while putting shoes on in the car. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Patient did not follow surgeons instructions. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).